Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of 355mg/dl and large ketones. A bolus was delivered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Tandem technical support educated the customer in regards to possible causes of occlusion alarms. Reportedly, a supply change was performed to address the occlusion.